Event description:
Boston scientific received information that these two epicardial patches were exhibiting high shocking impedance measurements greater than 200 ohms. It was unknown which patch was responsible. However, it was reported that the rear patch was beginning to separate from the heart. A revision procedure was performed and both patches were surgically abandoned. A new system was implanted sub mammary. No investigation planned to be performed to determine which epicardial patch was responsible for the high impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.